Event description:
PICC line difficult to flush, came to ed for evaluation and PICC required removal. At time of removal it was noted that there was a splice in the catheter. FDA safety report ID #: (B)(4).